Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the radial artery. The 84% stenosed, 23mm x 3.4mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. Pre-dilatation was performed using a 3.5x15mm maverick2 balloon catheter with 79% residual stenosis. Subsequently, a 3.50x24mm promus element ¿ drug-eluting stent was deployed to treat the lesion. However, post-implantation, it was noted that the stent was deformed. The procedure was completed with no patient complications reported and the patient's status was stable.